Event description:
The patient was undergoing a coil embolization procedure in the renal artery (ra) using a ruby coil. Upon removing the ruby coil from the packaging, the introducer sheath fell out of the packaging hoop. The physician used another ruby coil to successfully complete the procedure.

Manufacturer narrative:
The ruby coil pet lock was intact on the proximal end of the pusher assembly; the coil was intact with the pusher assembly; and the introducer sheath was ovalized approximately 27.0 cm from the distal tip. The complaint has been evaluated. The complaint indicated that while removing the ruby coil from the packaging, the introducer sheath fell out of the packaging hoop. The complaint further indicated that the introducer sheath was never loaded onto the ruby coil. The ruby coil was returned un-sheathed; therefore, the root cause of the complaint could not be determined. However, it should be noted that one of the steps during functional testing of all coils prior to release, is to advance the coil out of the introducer sheath and retract the coil back into the introducer sheath. Therefore, an unloaded sheath would have been caught during this step. Furthermore, the device history record for this lot was reviewed and there were no outstanding discrepancies, quality, or design concerns; the lot met all inspection and test criteria. These devices are 100% functionally tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.